Event description:
On (B)(6) 2012, the lay user/ reporter contacted lifescan (lfs) in (B)(4) alleging a onetouch verio pro meter was not powering on when a test strip was inserted. The reporter did not allege any harm or injury due to the alleged issue. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion(s): there is no indication that subject meter cause or contributed to a serious injury. The reporter did not report any blood glucose readings, symptoms or treatment suggestive that an acute complication of diabetes occurred. However this complaint is being reported because the alleged issue was not resolved with troubleshooting.